Event description:
Reporting status: serious injury - medical intervention - permanent damage. Reporting rationale: dislodged stent remains in patient. Device issue: stent dislodgement. It was reported that two mini visions were placed proximally in a very calcified lad lesion. It was attempted to place another mini vison distal to these stents; however, the stent dislodged. An attempt was made to snare the stent; however, it was lost, as it was being moved out of the vessel. The stent remains in the patient. The patient is stable. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering determined that factors that can contribute to stent dislodgement include, but are not limited to, interaction with other devices and/or anatomy, and lesion morphology. The target lesion was calcified, which along with the other stent implant, could have contributed to the dislodgement. The device instructions for use (IFU) states: when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. The attempt to stent distal to the stent implant may have contributed to the dislodgement, though this could not be confirmed. A definite root cause for the dislodgement cannot be determined.